Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a suture pack. When the pouch was opened, it was noted that needle detachment was very easy. Additional information is not available.

Manufacturer narrative:
Samples received: 1 open simple. Analysis and results: there are no previous complaints of this code-batch. We have received one open sample (it seems unused) without pack, with the needle attached to the thread and the thread shows a knot in the braiding. This suture does not correspond to the aluminium pack description. We have also received one empty aluminium pack (there is no support cardboard nor suture inside). However, without any closed and/or defective sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without closed and/or defective samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.